Event description:
A hospital in (B)(6) reported that the peak end-expiratory pressure (peep) does not appear to be stable when they use the 900rd010 adjustable t-piece and resuscitation circuit. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The complaint circuits are currently en route to fisher and paykel healthcare for eval. We will provide a f/u report upon receipt of the devices and completion of our investigation.